Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies and no additional occlusion alarms were announced. The customer's blood glucose (bg) level was between 200-300mg/dl and a correction bolus was delivered to address the bg level. Additionally, the customer experienced elevated bg levels later on in the day ranging from 300-400mg/dl and the customer delivered a correction bolus and changed their pump supplies to address the bg level. System check with tandem technical support (cts) indicated pump was performing as intended. The customer declined to remove their infusion set site to inspect the cannula. Cts advised the customer to change their infusion set site as the pump was functioning as intended. The customer stated that they would change their infusion set site if their bg levels did not decrease.